Event description:
The customer reported the single use 3-lumen sphincterotome v tip broke during a therapeutic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the wire coating was torn and the broken part was burnt/melted. No other abnormalities that could have led to the breakage of the knife wire was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.